Manufacturer narrative:
The field service representative checked the analyzer, but he found no cause. He ran precision testing which was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The issue appeared to be resolved by the service actions. The qc recovery gave no indication for a performance issue of the reagent or instrument.

Event description:
The initial reporter received a questionable carbamazepine (carb) result for one patient sample from the cobas integra 400+ analyzer. The initial result from a sample transport tube was >20.0 ug/ml and was reported outside of the laboratory. The repeat results from a sample cup were <0.1 ug/ml and <0.1 ug/ml. The repeat result with a 1:2 dilution was 18.4 ug/ml. The repeat result in a sample cup was <0.1 ug/ml the repeat results from a sample tube were >20 ug/ml, >19.8 ug/ml, >19.6 ug/ml, >19.7 ug/ml. And >19.6 ug/ml. The reagent lot number was 391327 with an expiration date of 31-oct-2020.